Event description:
The customer reported via phone call that the insulin pump alarmed button error and sustained damage. The customer stated that the battery cap would not screw in correctly. The customer's blood glucose was 334 mg/dl. The customer stated that he did not have the insulin pump present at the time of the call. No serious injury or hospitalization resulted from the event and no further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.